Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate shock from their implantable cardioverter defibrillator. Upon interrogation, the device was in backup vvi mode. A device download was performed successfully. There were no adverse consequences to the patient. Patient was stable throughout.